Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistant with programming the insulin pump. The insulin pump was programmed successfully. It was noted that an unexpected restart alarm was found in the alarm history. The customer's blood glucose level during the incident was 94 mg/dl. The customer stated that a basal was not programmed before the unexpected restart alarm occurred. The customer was advised to monitor the insulin pump and call if issue recurs. The device will not return for analysis.